Manufacturer narrative:
Summary of event: as reported, the basket of an ncircle tipless stone extractor would not open. The issue with the device was discovered prior to making contact with the patient. The procedure was completed by using a new device. No adverse effects to the patient were reported. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection along with a functional test were also conducted. The basket of the returned device could not open due to sheath damage. The basket sheath is separated approximately 8mm from the flare. The cannulated handle was stuck in the plastic handle and force was required to pull it loose. The basket assembly was then able to be manually actuated. Cook reviewed the product labeling. The product IFU provided the following information: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. Cook concluded that the recorded non-conformances were not related to this incident. A search of the lot history did not find other complaints reported for this lot. Because there were no related non-conformances, adequate inspection activities had been established, and no other known lot related complaints had been received from the field, it is concluded that there is no evidence that nonconforming product exists in house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook has concluded that the cause for the damage is unknown. Excessive force may have been inadvertently applied to the device; however, no information has been provided regarding device handling, therefore the cause of the issue could not be conclusively determined. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Initial reporter name and address: phone: (B)(6). PMA/510k # ¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, the basket of an ncircle tipless stone extractor would not open. The issue with the device was discovered prior to making contact with the patient. The procedure was completed by using a new device. No adverse effects to the patient were reported.